Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose with nausea. Blood glucose level at the time of the incident was 380 mg/dl and at the time of the call it was 468 mg/dl. The customer stated she has had 7 bent cannulas. She declined troubleshooting the insulin pump for high blood glucose and only troubleshooting regarding the bent cannulas was performed. Samples of other infusion set types would be sent to the customer. The insulin pump will not be returned for analysis.